Manufacturer narrative:
Product event summary: analysis confirmed the reported event; stylus did not align with cursor on the touch screen. Overlay/bezel assembly found out of electrical specification. Analysis also found the programmer powered up to a system error; mpu (main processor unit) printed circuit board assembly found out of electrical specification. It was noted the system fan was noisy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a new stylus pen and on-screen calibration was completed and still not able to have pen track properly on screen. The programmer was returned for repair. There was no patient involvement.